Event description:
The system displayed an error and was unable to perform fluoroscopy x-ray. There is no report of pt injury or death.

Manufacturer narrative:
A ge representative evaluated the system and corrected the tube configuration settings. The system operates as intended.